Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspect device malfunction. The patient was doing well postoperatively. Device evaluation indicated that the ipg passed all tests performed. The complaint in regard to the charging issue was not verified. The battery depletion rate and sleep current were within the expected range. There was no excessive battery depletion when the device was turned off. This result attested that the device is capable of being charged fully under a proper charging method. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.